Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glass chip, light cover glass glue worn, optical cover glass chip, optical cover glass adhesive, distal end adhesive fail, color ring on suction cylinder worn, angulation lower than standard, and angulation is play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope control wheel was loose. Upon inspection and testing of the customer device, white debris was found protruding from the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the foreign material clogging the nozzle appeared to be a white nylon, that although could not be identified, did not originate from the olympus device. The user cleaned and disinfected the equipment. No other information was available on the reprocessing and handling of the equipment. Based on the available information, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual_ precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the. Air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures_ manual cleaning. Clean the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device.